Event description:
On august 8, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008 (patient age and weight unknown). According to the complainant, the prolieve treatment was considered successful. Post procedure (timeframe unknown) the patient went to the ER for catheter insertion in order to treat full urinary retention.

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The lot number reported is for the prolieve catheter which is part of the prolieve thremodilitation kit. The device has not been received; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.